Event description:
Information received from the field notes that during a routine follow-up, ventricular capture testing showed a unipolar capture threshold of 7.0v and a bipolar capture threshold of 1.7v. Unipolar impedance was 260 ohms and bi- polar impedance was 440 ohms. The patient was asymptomatic with intact conduction. The physician elected to turn off autocapture and reprogram the ventricular output to pace bipolar.